Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The discrepant results were not reported outside the laboratory. The customer was asked to change the sample probe which resolved the issue.

Event description:
The customer alleged they were receiving questionable c-reactive protein gen.3 (crp) and albumin results on their c501 analyzer. The customer stated they were getting "0-results" on crp and albumin. The customer provided data for two patients with discrepant crp results. The customer stated the first patient had a 0 mg/l crp result initially. The repeat result was 187 mg/l. The customer stated the second patient had a 0 mg/l crp result initially. The repeat result was 43 mg/l. Information on whether the discrepant results were reported outside the laboratory was requested, but not provided. Information on whether the patients were adversely affected was requested but not provided. The specific date of this event was requested, but not provided. The crp reagent lot number and expiration date were requested, but not provided.